Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon interrogation, the atrial lead exhibited noise causing auto mode switch episodes. The physician elected not to make any programming changes; the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.